Manufacturer narrative:
D10: concomitant devices: (B)(6) 204-70-00 - tibial stem ext. Screw, (B)(6) 02-020-11-0240 - truliant ps cem fem ps cem left sz 4, (B)(6) 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t, (B)(6) 02-012-60-1440 - tru stem ext 14mm x 40mm, (B)(6) 02-022-35-4009 - truliant tib imp ps insert sz 4 9mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 40 months after a left total knee replacement procedure, the patient underwent a revision procedure for prosthesis wear. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. The device was not returned for evaluation. No photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
H6: corrected the following: type of investigation. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and dislocation or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.